Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on. It was reported that, approximately 2.5 years post index procedure, the patient presented emergently with abdominal pain. A CT revealed that there was a distal type I endoleak that resulted in a contain abdominal aortic aneurysm rupture. The next day the physician elected to implant an endurant etew2828c82e extension and the type I endoleak was resolved and the aneurysm was excluded. Per the physician, the cause of the event is related to the patient¿s anatomy; continued disease progression of iliac arteries. No additional clinical sequelae were reported and the patient is fine.